Event description:
Information was received from a patient's representative (caller) regarding an external device to an implantable neurostimulator (ins) implanted for spinal pain indications. It was reported that the battery pack was not charging and would not take a charge. The caller stated that the issue had been going on for about 3 days, maybe a week or so in total. The caller demanded that the controller be replaced due to the patient receiving a battery replacement awhile ago. The manufacturer's patient services specialist (pss) clarified that there was no battery replacement per previous case records and started troubleshooting with caller. Pss walked the caller through an ac reset; the controller did not power on. The caller stated that the green light was on the ac power supply cord. The caller mentioned that before the controller died, the patient would charge the controller for hours and the controller would only be at 30% and patient would put the controller on their back to charge the implant and the implant would stay charged at 70% and 30%. This issue of charge issue of not incrementing lasted for the last 4-5 days. The caller stated that the patient said that they were in a little bit of pain and that they weren't sure what was causing that pain. The issue was not resolved. A replacement controller and ac power supply sent out.

Manufacturer narrative:
Continuation of d10: product ID 97745; serial# (B)(6) product type programmer; UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.